Event description:
The customer called to report that their pump is not beeping. A self test was ran on the pump and it did not beep during the tone test. At that time, the customer was advised that a replacement will be sent.